Event description:
I wanted to let you know that on (B)(6) 2025 we had a jada that we could not get to create suction and they also could not flush the device [device malfunction], I wanted to let you know that on (B)(6) 2025 we had a jada that we could not get to create suction and they also could not flush the device [device issue] , no additional ae/pqc reported [no adverse event] . Case narrative: this spontaneous report originating from united states was received from a nurse manager, referring to a female patient of unknown age via company representative. The patient's medical history, drug reactions or allergies, current conditions and concomitant medications were not reported. This report concerns 1 patient(s) and 1 device(s). The patient had a manual placenta removal and swept for clots prior to placing the device. On (B)(6) 2025, the patient was placed with vacuum-induced hemorrhage control system (jada system) 2.0 via vaginal route (defaulted) (lot #, serial # and expiration date were not reported) for an unknown indication. Nurse manager reported that they could not get to create suction, and they also could not flush the device (device malfunction) (device issue). They hooked it up to suction, deflated the balloon, tried all the troubleshooting steps including hooking & unhooking the suction, the physician rechecked the placement, nothing worked. They tried to trouble shoot it. There were no occlusions noted in the suction pathway. There was nothing in the tubing prior to removal. As the device loop placed inside, so they assumed it was bloody upon removal. The cervical seal was filled to 120 ml and the blue valve was facing the 3 o'clock/9 o'clock position. They eventually put in a new one that worked perfectly. Unfortunately, they did not keep the faulty device, but they did keep the package. No other adverse event (ae) reported (no adverse event), no product quality complaint (pqc) reported. No additional information provided. Upon internal review, the event device malfunction was determined to be medically significant. When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Medical device reporting criteria: device malfunction. Follow-up information has been received from the quality investigation team on 16-apr-2025. This is a final report. Manufacturing statement: no complaint sample or device lot number are available for evaluation; therefore, an unknown investigation was performed. The device is assembled per specifications where in-process and final inspections are conducted by trained personnel. No outcome from the investigation could be determined since no complaint sample or lot identification has been provided. If the complaint sample or lot number become available, this complaint would be re-opened, and additional investigation may be performed.

Manufacturer narrative:
No complaint sample or device lot number are available for evaluation; therefore, an unknown investigation was performed. The device is assembled per specifications where in-process and final inspections are conducted by trained personnel. No outcome from the investigation could be determined since no complaint sample or lot identification has been provided. If the complaint sample or lot number become available, this complaint would be re-opened, and additional investigation may be performed.

Event description:
Could not get to create suction and they also could not flush the device [device malfunction]. Could not get to create suction and they also could not flush the device [device issue] no additional ae/pqc reported [no adverse event]. Case narrative: this spontaneous report originating from united states was received from a nurse manager, referring to a female patient of unknown age via company representative. The patient's medical history, drug reactions or allergies, current conditions and concomitant medications were not reported. This report concerns 1 patient(s) and 1 device(s). The patient had a manual placenta removal and swept for clots prior to placing the device. On (B)(6) 2025, the patient was placed with vacuum-induced hemorrhage control system (jada system) 2.0 via vaginal route (defaulted) (lot #, serial # and expiration date were not reported) for an unknown indication. Nurse manager reported that they could not get to create suction, and they also could not flush the device (device malfunction) (device issue). They hooked it up to suction, deflated the balloon, tried all the troubleshooting steps including hooking & unhooking the suction, the physician rechecked the placement, nothing worked. There were no occlusions noted in the suction pathway. There was nothing in the tubing prior to removal. As the device loop placed inside, so they assumed it was bloody upon removal. The cervical seal was filled to 120 ml and the blue valve was facing the 3 o'clock/9 o'clock position. They eventually put in a new vacuum-induced hemorrhage control system (jada system) that worked perfectly. They did not keep the faulty device, but they did keep the package. No other adverse event (ae) reported (no adverse event), no product quality complaint (pqc) reported. No additional information provided. Upon internal review, the event device malfunction was determined to be medically significant. When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Medical device reporting criteria: device malfunction. Follow-up information has been received from the quality investigation team on 16-apr-2025. This is a final report. Manufacturing statement: no complaint sample or device lot number are available for evaluation; therefore, an unknown investigation was performed. The device is assembled per specifications where in-process and final inspections are conducted by trained personnel. No outcome from the investigation could be determined since no complaint sample or lot identification has been provided. If the complaint sample or lot number become available, this complaint would be re-opened, and additional investigation may be performed. This is an amendment report: the previously submitted follow-up report contained an incorrect aware date of 03-apr-2025. The correct aware date should be 16-apr-2025.

Manufacturer narrative:
No complaint sample or device lot number are available for evaluation; therefore, an unknown investigation was performed. The device is assembled per specifications where in-process and final inspections are conducted by trained personnel. No outcome from the investigation could be determined since no complaint sample or lot identification has been provided. If the complaint sample or lot number become available, this complaint would be re-opened, and additional investigation may be performed.

Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.

Event description:
I wanted to let you know that on (B)(6) 2025 we had a jada that we could not get to create suction and they also could not flush the device [device malfunction] I wanted to let you know that on (B)(6) 2025 we had a jada that we could not get to create suction and they also could not flush the device [device issue], no additional ae/pqc reported [no adverse event] . Case narrative: this spontaneous report originating from united states was received from a nurse manager, referring to a female patient of unknown age via company representative. The patient's medical history, drug reactions or allergies, current conditions and concomitant medications were not reported. This report concerns 1 patient(s) and 1 device(s). The patient had a manual placenta removal and swept for clots prior to placing the device. On (B)(6) 2025, the patient was placed with vacuum-induced hemorrhage control system (jada system) 2.0 via vaginal route (defaulted) (lot #, serial # and expiration date were not reported) for an unknown indication. Nurse manager reported that they could not get to create suction, and they also could not flush the device (device malfunction) (device issue). They hooked it up to suction, deflated the balloon, tried all the troubleshooting steps including hooking & unhooking the suction, the physician rechecked the placement, nothing worked. They tried to trouble shoot it. There were no occlusions noted in the suction pathway. There was nothing in the tubing prior to removal. As the device loop placed inside, so they assumed it was bloody upon removal. The cervical seal was filled to 120 ml and the blue valve was facing the 3 o¿clock/9 o¿clock position. They eventually put in a new one that worked perfectly. Unfortunately, they did not keep the faulty device, but they did keep the package. No other adverse event (ae) reported (no adverse event), no product quality complaint (pqc) reported. No additional information provided. Upon internal review, the event device malfunction was determined to be medically significant. When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Medical device reporting criteria: device malfunction.